Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device and evaluated the device. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed. The device in question finished the evaluation process, and was repaired and tested prior to release to ensure the device met all specifications.

Event description:
It was reported that a spectrum pump shut off mid infusion during therapy (medication, programmed amount and delivery rate unknown).. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.